Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the pressure transducer printed circuit board was found defective and its replacement will solved the issue. Moreover, replacement of the maintenance kit including nozzle units have been recommended, however the reason for it is not yet known. The defective part and device's logs have been requested for further investigation but has not yet been received. Contact person phone number: (B)(4).